Event description:
It was reported that during a therapeutic endoscopic sphincterotomy (est) procedure, the subject device's knife wire was broken when first energized. The broke off inside the patient's body and did not fall off. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic sphincterotomy (est) procedure, the subject device's knife wire was broken when first energized. The procedure was completed using an olympus back-up device. There were no reports of patient harm.